Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a wide intrinsic morphology. Technical services discussed some programming options; however, the clinic will just monitor for now. There were no additional adverse patient effects. The system remains implanted.